Manufacturer narrative:
Device evaluation: one footprint ultra pk suture anchor, 4.5 was returned for evaluation of the reported complaint mode, ¿broke during the surgery¿. The insertion device and loose suture were received. The anchor was not present; therefore, the complaint could not be confirmed. Functional testing and dimensional checks are not required based on the reported malfunction. Further visual evaluation of the insertion device found that the tip of the insertion device is broken. A corrective action was initiated for investigation of the problem statement ¿the distal tip of the inserter breaks off inside the channel of the suture anchor after implanting and rotating the torque limiter on the handle of the device¿. The production lot of the returned device was built prior to the corrective actions. A review of the device history records was performed which confirmed no inconsistencies. (B)(4).

Event description:
A footprint ultra peek suture anchor 4.5 was utilized in a shoulder procedure. During site preparation, one hole was made using a drill. The customer reported that the suture anchor broke during the surgery. Although a back up anchor was available to complete the case, the surgeon decided not to use the device and left the hole empty. The patient¿s bone quality was normal. There were no reported patient injuries or complications.

Manufacturer narrative:
(B)(4).